Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via message that the customer had low blood glucose of 37 mg/dl. Ems was called out to assist the customer. Customer was ill and was unable to be contacted. Customer will not be returning the device for analysis.